Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and similar incident query for this product was not performed because the part and lot numbers were not reported, and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily stenosed lesion causing the reported failure to advance. During removal it is likely the device interacted with the guiding catheter causing the reported dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is reportedly not available to return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Two of the xience sierra devices referenced are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, a percutaneous coronary intervention (pci) was performed on the proximal left anterior descending (lad), left main (lm), and left circumflex (lcx) coronary arteries. Pre-dilatation was performed without complication. A 3.0x48mm abt ng des was unable to be delivered past the elbow due to anatomy. The abt ng des was successfully withdrawn. A guide-liner was placed and a non-flow limiting dissection of the lm was observed. An intra-aortic balloon pump (iabp) was placed, the patient was intubated and cardiovascular was consulted, recommending a stent to the lm. In replacement, a 2.5x23mm and a 3.0x23mm xience sierra stents were implanted in the proximal lad without a device issue reported. Reportedly, the second stent was observed mal-deployed post-implant. Post-deployment of the lad stents, a small dissection in the proximal cx was observed. As treatment for the dissection, a 3.0x28mm xience stent was placed from the lm to the proximal lcx. Post-deployment, a lm dissection was observed. As treatment, a 3.25x18mm xience stent was placed in the lm without an issue reported. As additional treatment, an unspecified xience stent delivery system (sds) attempted to cross, however, was unable to cross. During sds removal, the stent dislodged from the delivery system into the guide catheter. The patient had been intubated, medications were provided, and the patient was transferred to surgery for an emergent coronary artery bypass graft (CABG). Intravenous fluids/medication, blood/blood products and platelet transfusions were provided. Chest x-rays had been performed showing mild pulmonary edema. The patient had become tachycardic and hypotensive. Medications were provided. The patient had low cardiac output syndrome and had gone into cardiogenic shock with marked acidosis and elevated pro-b-type natriuretic peptide labs. Per echocardiogram, the patient was in severe post-operation left ventricular (lv) dysfunction. An impella had been placed via another percutaneous procedure. Elevated cardiac enzymes were observed without a myocardial infarction diagnosis reported. Medications and blood/blood product transfusions were provided. Following discussion with the physician, the family withdrew care. Medications and impella device were discontinued. On (B)(6) 2021, the patient expired due to cardiogenic shock and respiratory failure. Per physician, the events were unrelated to the 3.0x48mm abt ng des device that failed to cross. Per physician, the events were related to the procedure as cascading events from the dissection. No additional information was provided regarding this issue.